Manufacturer narrative:
A biomedical engineer performed a checkout of the equipment and confirmed the reported complaint. The reported complaint was evaluated with ge healthcare technical support. The sensor interface board, wiring harness, and bag/vent microswitch were replaced, and the unit was returned to service. Patient information currently unavailable.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit would not switch to mechanical ventilation when requested during a case, the case was completed in manual mode. There is no report of patient injury.